Event description:
It was reported that transtelephonic monitoring revealed a low magnet rate. The patient had not had an office check since implant and was asked to come in to the clinic. The device could not be interrogated. A surface ECG showed a rate of about 95 ppm. The patient was in sinus rhythm with a few beats coming through. The patient appeared to be in atrial fibrillation. The device was in back-up mode and attempts to perform a download were unsuccessful.